Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Failure analysis was unable to confirm low battery alert due to keypad unresponsive. Pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call that they received a button error alarm while changing the battery on the insulin pump. The customer's blood glucose was 91 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.